Event description:
Patient's doctor sent him to the hospital due to having high and low bgs. The following 2-day bg history was provided: on (B)(6) 2012, 9:25 am: 285 mg/dl, 10:10 am: 210 mg/dl, 11:30 am: 376 mg/dl, 8:55 pm: high (>500 mg/dl). On (B)(6) 2012, 7:26 am: 31 mg/dl (manually entered into pdm), 7:26 am: meter error 3, 7:27 am: meter error 3, 2:00 pm: patient was sent to the hospital. Nurse stated all the manual bgs entered in pdm were 73 mg/dl or below prior to hospitalization. She stated when he got to the hospital, his bg was 700 mg/dl. The pod was returned for evaluation.

Manufacturer narrative:
The returned pod was found to be working properly. No problem was found to have occurred that would have caused or contributed to the patient's high/low bgs. Lot qualification records were reviewed and determined to have passed all acceptance criteria. The omnipod's user guide provides specific guidance for avoiding and treating both hyperglycemia and hypoglycemia. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance. The guide also warns, "if you experience unexpected elevated blood glucose levels, change your pod." The omnipod's user guide warns, "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." Users should treat for hypoglycemia if there bg is 70 mg/dl or below. The guide discusses treatment as follows: eat or drink 15 grams of fast-acting carbohydrates. Check bg again in 15 minutes. Take another 15 grams if bg remains low. Continue this process until bg is within goal range. Hcp should be contacted for guidance. The omnipod's user guide also discusses possible causes adn required actions for when meter error 3 messages occur.